Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device due to concern for late failure with a non-mdt stent graft system which was implanted in the patient for the endovascular treatment of a 64mm abdominal aortic aneurysm on (B)(6) 2015. During the index procedure it was reported the patient lost a significant amount of blood (1500ml), the patient was given a blood transfusion and the event was resolve on (B)(6) 2015. On the same date the patient suffered from a hematoma of the groin. The event was treated with medication (liquid resuscitation) and was resolved on (B)(6) 2015. Both events were assessed as related to the study index procedure. No additional clinical sequelae were reported and the patient is fine. Medical history; hypertension, diabetes, cardiac disease, arrhythmia, congestive heart failure, renal disease, renal insufficiency.

Manufacturer narrative:
Concomitant medical products: product ID: s g-64, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device due to concern for late failure with a non-mdt stent graft system which was implanted in the patient for the endovascular treatment of a 64mm abdominal aortic aneurysm. During the index procedure it was reported the patient lost a significant amount of blood (1500ml), the patient was given a blood tr ansfusion and the event was resolved. On the same date the patient suffered from a hematoma of the groin. The event was treated with medication (liquid resuscitation) and was resolved. Both events were assessed as related to the study index procedure. No additional clinical sequelae were reported and the patient is fine.